Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The base of the unit and caster were replaced. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported one of the caster wheels broke off the unit, and the unit was leaning against a wall for support. There was no report of injury.